Event description:
It was reported that the electrode of the subcutaneous implantable cardioverter defibrillator (s-ICD) was placed sub-optimally during implant. Subsequently, the patient underwent a revision procedure and the electrode was repositioned back on the sternum. The s-ICD system remains in service. No additional adverse patient effects were reported.